Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that he used to charge every week and now he was charging every 2-3 days. The patient reported that he had a reprogramming session after a fall he had ¿really hard on my back,¿ but charging didn¿t change until as of late. The patient reported that he fell again in the shower and was unsure if that was what was causing the recharging frequency to increase. The patient reported that since he used to charge less, so he forgot to charge and then stimulation shuts off because of a depleted battery. The patient was redirected to follow up with their healthcare provider (hcp) to check the ins and review recharging intervals. No further complications were reported.